Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: a visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A (as-received with reduced dwell) simulated treatment was performed and completed. Valve actuation test passed. System air leak test passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that this peritoneal dialysis (pd) patient passed away in their sleep on (B)(6) 2026 while connected to the liberty select cycler. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was found deceased in her recliner chair on the morning of (B)(6) 2026 by her care partner. The patient was still connected to the liberty select cycler, but the treatment had been completed. The care partner called 911 and emergency medical services (ems) arrived. The patient was pronounced deceased in the home. No resuscitative efforts were attempted as the patient had been perceived deceased for a few hours. The patient¿s cause of death has not been documented, however; the death is suspected to be from natural causes due to a cardiac event. The patient had a long-standing and pre-existing cardiac medical history which included organic heart disease, cardiomyopathy with an ejection fraction 20% (heart failure) and an internal defibrillator device was implanted. The liberty select cycler is not suspected to have caused the patient¿s death. The last pd treatment documented in the patient¿s chart was on (B)(6) 2026. There were no product issues or alarms noted and no adverse effects on the patient.

Event description:
It was reported that this peritoneal dialysis (pd) patient passed away in their sleep on (B)(6) 2026 while connected to the liberty select cycler. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was found deceased in her recliner chair on the morning of (B)(6) 2026 by her care partner. The patient was still connected to the liberty select cycler, but the treatment had been completed. The care partner called 911 and emergency medical services (ems) arrived. The patient was pronounced deceased in the home. No resuscitative efforts were attempted as the patient had been perceived deceased for a few hours. The patient¿s cause of death has not been documented, however; the death is suspected to be from natural causes due to a cardiac event. The patient had a long-standing and pre-existing cardiac medical history which included organic heart disease, cardiomyopathy with an ejection fraction 20% (heart failure) and an internal defibrillator device was implanted. The liberty select cycler is not suspected to have caused the patient¿s death. The last pd treatment documented in the patient¿s chart was on (B)(6) 2026. There were no product issues or alarms noted and no adverse effects on the patient.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: there is a temporal relationship between peritoneal dialysis and the utilization of the liberty select cycler and the patient event of death. However, there is no documentation in the complaint file to show a causal relationship between the death and use of the liberty select cycler. Additionally, there is no allegation of a device malfunction or deficiency reported for this event. There were no reported issues with the treatment or the cycler prior to the patient¿s death. Patients on dialysis have a substantially higher multivariable-adjusted mortality than patients not on dialysis who have cancer, diabetes, or cardiovascular disease. Among patients with eskd, cardiovascular disease accounts for approximately 50 percent of deaths. It was reported that this patient had a significant cardiac history including the implanting of an internal cardiac defibrillator. Based on the available information and no allegation or evidence of a malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient¿s death.